Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "rapid gas loss" alarm. The lower touchscreen display went gray and they were unable to see the screen. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed fault code # 63 (touch screen controller fault) in the error log but was unable to duplicate the "rapid gas loss" alarm. The company representative replaced the video generator pcb (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer.